Event description:
Subsequent to the final MDR, additional information was received which indicates that the patient was discharged on (B)(6) 2012 to a skilled nursing/rehabilitation facility. The patient was readmitted on (B)(6) 2012 with blurred vision secondary to evolution of ischemic cerebellum changes. Aspirin and crestor were discontinued and pradaxa was started. No additional information was provided.

Event description:
It was reported that the patient underwent a stenting procedure with an xact stent deployed in the left internal carotid artery. Post procedure, the patient had a stroke with expressive aphasia and left-sided changes in sensation. Tissue plasminogen activator was administered and a neurology consult was obtained. Computed tomography angiography was performed and revealed evolving right cerebral stroke with no noted hemorrhage. The xact stent was noted to be patent, with no thrombus noted. The patient's symptoms continue and the patient remains hospitalized. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of visual disturbances is a known adverse event as listed in the xact stent system instructions for use.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of cerebrovascular accident (stroke) is a known adverse event as listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.